Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed thirteen other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC is leaking at the hub" add info rcvd: 03/29/2022: PICC placed (B)(6) 2022, PICC began leaking from hub on (B)(6) 2022 while infusing antibiotics and flushing saline. PICC removed, replaced with a PICC of a different lot. Original one link cap applied to replacement PICC and no leaking noted. What type of catheter securement was utilized? Stat lock was the product used on a patient? No, removed at time or insertion. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No, other than an over the wire exchange.